Manufacturer narrative:
It was reported that the compressor was not powering on. Our field service engineer replaced the connector but no part number was provided for it. After the connector was replaced the compressor was returned to service after successful functional tests. It is unclear which connector is referred to. No further information was received despite several requests. A broken compressor mains inlet can cause this failure where dust, electrical transients or chemicals may be the cause. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. The conclusion in this matter is that a compressor connector was replaced and that solved the reported issue with a compressor not powering on. The root cause has not been established due to lack of returned part.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor was not powering on. There was no patient involvement. (B)(4).